Event description:
It was reported that during a laparoscopic hysterectomy procedure, the non active blade on the device, the clamp arm broke off in to the patient onto the uterus. The piece was removed without issues. Another device was used to complete the procedure. No adverse consequences reported. One device will be returned. No other details are available.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: after several requests, the device was not received for analysis. Should the device be returned for analysis, a supplemental medwatch will be sent.